Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that there was difficulty removing the stylet wire. Once it was removed, an attempt was made to load the device on the guide wire, but this was also difficult. When the physician examined the minivision, the stent was observed to have dislodged onto the shaft of the delivery system. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results code - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged proximally from the balloon and located on the distal shaft 6.2 cm distal to the guide wire exit notch. There were crimp marks visible on the balloon between the markers. The balloon was tightly folded. There was no damage noted to the sds. The protective sheath, stylet, and used guide wire were not returned. A snap gauge was used to measure the stent implant outer diameters and they did not meet mfg criteria. The stent implant outer diameters were oversized. Deltronic pin gauges were used to measure the inner diameter of the tip, distal shaft past the proximal seal, and the guide wire exit notch and this met mfg criteria. A new stylet was advanced and retracted from the sds with no resistance noted. A new guide wire was backloaded through the sds with no resistance noted. Product performance engineering reviewed the incident info and results of the returned product analysis. The protective sheath, stylet, and the guide wire utilized during the procedure were not returned for analysis, which would have aided in the investigation. However, functional analysis with a new stylet did not indicate any difficulty in removing it from the sds. Similarly, there was no difficulty experienced in back loading a new guide wire onto the sds. Measurement of the inner diameter of the tip, distal shaft past the proximal seal, and the guide wire exit notch met mfg criteria. These suggest that there is no quality issue as it relates to the guide wire lumen size. As mentioned above, reportedly, the stent implant dislodged onto the shaft outside the pt. Analysis of the returned product did find the stent implant dislodged from the balloon and located on the distal shaft, distal to the guide wire exit notch. Potential factors of stent dislodgement ex-vivo include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, forced sheath removal, or improper or inadequate crimping at the time of manufacture. Analysis of the returned product indicates presence of crimp marks on the balloon that were between the markers of the still tightly folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of mfg. It is possible that the stent may have been disrupted on the balloon during the reported difficulty in removing the stylet/protective sheath and was subsequently dislodged proximally onto the shaft while attempting to load the sds onto the guide wire. The over-sized outer diameters of the stent implant noted during analysis suggest that the stent slightly expanded during travel over the balloon as it dislodged, as would be expected. Alternately, the over-sized outer diameters may have originated from the mfg site and contributed to the dislodgement. However, this is unlikely considering that crimped stent outer diameter is checked on-line to ensure proper dimensions at the time of mfg. The finished device lot history record review did not reveal any non-conforming material reports. As a conclusive cause could not be determined, and there is no indication of a quality issue, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. A sampling of units is subjected to a stent movement test to verify stent security. Also, all catheters are 100% visually inspected and checked for proper guide wire movement on the mfg line at abbott vascular. This MDR is considered closed by the product performance group.